Event description:
A report was received that a patient who was implanted with a wavewriter alpha 32 system was admitted to a hospital due to an unrelated surgery. During the stay in the hospital, the patient underwent an MRI. Following the MRI, the patient's spinal cord stimulator system could no longer establish communication and could no longer have the stimulation adjusted. According to the patient, the bsc representatives/technicians suspected that the MRI could've damaged the stimulator system or that the lead might've slipped out of the ipg header. As of now, the patient remains implanted with the spinal cord stimulator system and there is no known further course of action.

Event description:
A report was received that a patient who was implanted with a wavewriter alpha 32 system was admitted to a hospital due to an unrelated surgery. During the stay in the hospital, the patient underwent an MRI. Following the MRI, the patient's spinal cord stimulator system could no longer establish communication and could no longer could have the stimulation adjusted. According to the patient, the bsc representatives/technicians suspected that the MRI could've damaged the stimulator system or that the lead might've slipped out of the ipg header. As of now, the patient remains implanted with the spinal cord stimulator system and there is no known further course of action.

Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072060.